Manufacturer narrative:
B3. Date is approximate, year is confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6) product type: 2201-mobile platform product ID: a820, product type: software, software version: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for spinal pain indications. It was reported that for the past 6 months, the patient had been having issues with their handset. The patient stated that when they tried to use the handset, it would go up to 90% and then stop and not go any further. An agent walked the patient through clearing the data. The troubleshooting steps that were taken resolved the issue.